Manufacturer narrative:
The company rep examined the system and replaced the transducer printed circuit board (pcb) and pneumatic connector. Preventive maintenance was performed. The system was then tested and met all product specs. Add'l info regarding product eval is pending. The root cause has not been determined at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during surgery, the system would not inject the silicone oil. The surgeon changed techniques and the silicone oil was injected manually. There was less than a five minute delay, and no harm to the pt reported.